Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 280 mg/dl. The customer delivered a bolus to stabilize bg level. The customer stated the suspected cause for the high bg was due to eating dinner and runs high at night. The customer declined to troubleshoot with tandem technical support. It was indicated that the customer would contact the health care provider to discuss factors that may affect bg level